Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cup impaction and malleting the back of the cup impactor, the strike knob on the back sheared off and broke. Case was completed with alternative cup impactor.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for analysis. The photo investigation found the device broken, confirming the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.